Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab), the guide wire was unable to insert through the inner lumen. The balloon was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
Updated sections: b4, g4, g7, h2, h3, h6, h10. The product was returned with the membrane completely unfolded and traces of blood found on the exterior of the catheter. The 0.025¿ guide wire was also returned. One kink was found on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. The technician attempted to insert the returned guide wire through the inner lumen of the returned iab and found that the inner lumen was occluded with dried blood. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire. The condition of the iab as received indicated an occlusion in the inner lumen. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab), the guide wire was unable to insert through the inner lumen. The balloon was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab), the guide wire was unable to insert through the inner lumen. The balloon was replaced to continue therapy. There was no reported injury to the patient.